Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("adverse event nos") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (require hysterectomy, fallopian tubes removal). Essure was removed. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gingival recession ("my gums are receding"), tooth disorder ("my teeth are suddenly shifting position"), dyspareunia ("pain with sex"), feeling abnormal ("brain fog"), metal poisoning ("heavy metal poisoning"), alopecia ("hair starting fall out"), arthralgia ("joint pain"), fatigue ("extreme fatigue"), urinary retention ("bladder retention") and urinary incontinence ("urinary incontinence") and was found to have neurological examination abnormal ("delayed reaction times"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy, fallopian tubes removal/ lavh / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, feeling abnormal, neurological examination abnormal, metal poisoning, alopecia, arthralgia, weight decreased, urinary retention and urinary incontinence had resolved, the gingival recession and tooth disorder outcome was unknown and the fatigue was resolving. The reporter considered alopecia, arthralgia, dyspareunia, fatigue, feeling abnormal, gingival recession, metal poisoning, neurological examination abnormal, pelvic pain, tooth disorder, urinary incontinence, urinary retention, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: gingival recession and tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event outcome was added- weight loss was resolved. Event pain was updated to pelvic pain female. Event medical device removal was replaced with event pelvic pain. Event was added- bladder retention and urinary incontinence .reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("adverse event nos") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (require hysterectomy, fallopian tubes removal/ lavh / salpingectomy). Essure was removed. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy, fallopian tubes removal/ lavh / salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival recession ("my gums are receding") and tooth disorder ("my teeth are suddenly shifting position"). The patient was treated with surgery (require hysterectomy, fallopian tubes removal/ lavh / salpingectomy). Essure was removed. At the time of the report, the medical device removal, gingival recession and tooth disorder outcome was unknown. The reporter considered gingival recession, medical device removal and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: gingival recession and tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: previously reported pt adverse event nos updated to medical device removal,my gums are receding and my teeth are suddenly shifting position. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy, fallopian tubes removal/ lavh / salpingectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gingival recession ("my gums are receding"), tooth disorder ("my teeth are suddenly shifting position"), dyspareunia ("pain with sex"), pain ("constant pain"), feeling abnormal ("brain fog"), metal poisoning ("heavy metal poisoning"), alopecia ("hair starting fall out"), arthralgia ("joint pain") and fatigue ("extreme fatigue") and was found to have neurological examination abnormal ("delayed reaction times"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (require hysterectomy, fallopian tubes removal/ lavh / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, gingival recession and tooth disorder outcome was unknown, the dyspareunia, pain, feeling abnormal, neurological examination abnormal, metal poisoning, alopecia and arthralgia had resolved and the fatigue was resolving. The reporter considered alopecia, arthralgia, dyspareunia, fatigue, feeling abnormal, gingival recession, medical device removal, metal poisoning, neurological examination abnormal, pain, tooth disorder, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: gingival recession and tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event: constant pain, severe brain fog, delayed reaction times, heavy metal poisoning, hair starting fall out, joint pain, extreme fatigue. Date explanted added. New reporter added. On 23-mar-2020: new event weight loss and weight gain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy, fallopian tubes removal/ lavh / salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival recession ("my gums are receding"), tooth disorder ("my teeth are suddenly shifting position") and dyspareunia ("pain with sex"). The patient was treated with surgery (require hysterectomy, fallopian tubes removal/ lavh / salpingectomy). Essure was removed. At the time of the report, the medical device removal, gingival recession and tooth disorder outcome was unknown and the dyspareunia had resolved. The reporter considered dyspareunia, gingival recession, medical device removal and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: gingival recession and tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event dyspareunia was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gingival recession ("my gums are receding"), tooth disorder ("my teeth are suddenly shifting position"), dyspareunia ("pain with sex"), feeling abnormal ("brain fog"), metal poisoning ("heavy metal poisoning"), alopecia ("hair starting fall out"), arthralgia ("joint pain"), fatigue ("extreme fatigue"), urinary retention ("bladder retention"), urinary incontinence ("urinary incontinence") and muscle spasms ("cramping") and was found to have neurological examination abnormal ("delayed reaction times"), weight increased ("weight gain"), weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy, fallopian tubes removal/ lavh / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, feeling abnormal, neurological examination abnormal, metal poisoning, alopecia, arthralgia, weight decreased, urinary retention and urinary incontinence had resolved, the gingival recession and tooth disorder outcome was unknown and the fatigue was resolving. The reporter considered alopecia, arthralgia, dyspareunia, fatigue, feeling abnormal, gingival recession, metal poisoning, muscle spasms, neurological examination abnormal, pelvic pain, tooth disorder, urinary incontinence, urinary retention, uterine leiomyoma, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: gingival recession and tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events cramping and fibroids were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.